Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt800, pt801 and pt802 transducers failed. This issue was addressed with CAPA (B)(4) and (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault, low ve and high rate while the ventilator was running and on a patient. A transducer test was performed and "exhl diff: 34 failed". The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.